Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the optic surface on the side that went in ahead that was not hit by anything was found damaged after implanting. The surgery was completed without product replacement and it still remains in the patient's eye. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: returned photo shows an implanted intraocular lens (iol) on a screen. The reported issue cannot be confirmed from the returned photo. The manufacturer internal reference number is: (B)(4).